Manufacturer narrative:
Date rec'd by MFR: 31jul2019. The manufacturer's field service engineer (fse) confirmed the reported nav-ring issue. The fse reported that the touchscreen was functioning. The manufacturer¿s field service engineer (fse) replaced the defective front bezel to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 18sep2020, b4: 12oct2020. The replaced front bezel was received for failure analysis. It was determined that liquid ingress due to the variability of the assembly process caused the reported navigation ring failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21june2019. A follow up report will be submitted once the evaluation is complete.

Event description:
The caller reported that the nav-ring is defective. There was no patient involvement.